Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic lung resection, every time a blood vessel or pulmonary parenchyma was being resected, the power shut down. The handle was restarted, and it was able to be turned on, but a new handle, shell, and adapter were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a rattling sound was heard inside the handle when it was moved. Functional testing found that handle was inserted into an rpa charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.7 software. The handle had 272 of 300 procedures remaining. An rpa clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device and was able to clamp and articulate without issue. The handle was able to be fired without issue on the a1 fixture. It was reported that the display handle shut off. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: a damaged internal electrical component. Functionally, the source of the rattling sound was found to be a damaged internal electrical component. This damage did not affect the functionality of the handle. The handle reset abruptly with no restart command. The back handle housing was removed, and the handle hardware was investigated. The pins of the wifi printed circuit board assembly (pcba) were found to be disconnected from the main board pcba. The wifi pcba pins were found loose within the handle housing. The unrequested handle resets were unable to be replicated during the hardware review, but the loose pcba pins could have migrated within the housing to have disrupted the handle power, causing the unrequested handle reset during use. The condition of the unrequested handle resets is most likely due to the loose wifi pcba pins within the handle housing. The cause of the damaged wifi pcba could not reliably be determined. This condition would result in the handle being unable to enter firing mode. This condition would cause the handle to be unable to complete the firing stroke. This condition would cause a device locked on tissue. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot number: unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial number: unknown) unknown egia su, unknown endo gia sulu, (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic lung resection, every time a blood vessel or pulmonary parenchyma was being resected, the power shut down. The handle was restarted, but a new handle, shell, and adapter were used to resolve the issue. There was no patient injury.